Manufacturer narrative:
D11: section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, lot#/serial#: unknown, product type: extension. Product ID: neu_unknown_ext, lot#/serial#: unknown, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the date of the first oor was (B)(6) 2020. An extension revision was done yesterday on both extensions and the abnormal impedances were not resolved so the patient's system remains implanted. The entire system will be removed and replaced at a later date, at least 6 months from today.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative (rep) clarifying that the oor message was seen on the clinician tablet. The cause of the abnormal impedances, oor and therapy measurement showing dashes was not determined. Additional therapy impedances were ran and they did get therapy impedances, but were not able to resolve the abnormal impedances.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative (rep) clarifying that the oor message was seen on the clinician tablet. The cause of the oor and therapy measurement showing dashes was not determined. Additional therapy impedances were ran and they did get therapy impedances. The therapy measurement showing dashes resolved, but they were not able to resolve the abnormal impedances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient has an oor (out of regulation) and is programmed constant voltage. Caller wanted to discuss impedances as she observed several out of range, and in the red. Caller reported on left side c and 3 was 2,547 ohms. However, no therapy measurement came up (all dashes). Left side c and 8 was 4,183 ohms. Therapy measurement indicated 4.3ma. The surgical exploratory case is starting in about 30 minutes where they are going to check impedances intra-op. Asked caller to do more impedance testing w/ patient prior to case, as this could be an intermittent issue, and possibly a short circuit. Reviewed multiple positions, and multiple impedance testing to flush out the cause. Patient is programmed 2-,1-0+ on the left, and 8-,9-,10+ on the right. Caller had limited time for additional testing. Tech services followed up for reporting information via email.